Event description:
The device was returned to the service ctr with a customer report of "cassette door will not reset, check cassette alarm." This did not indicate a reportable malfunction. However, during verification testing at the service ctr the device mechanism was received with an s321 (motor error-pmc, left) malfunction alarm code.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.